Event description:
It was reported that the user, who wears a dexcom g7 continuous glucose monitor (cgm), accidentally switched the ilet bionic pancreas cgm setting to a different sensor type during the night, which led to pairing issues and dosing interruptions. Symptoms included cgm signal loss and notification that dosing would stop soon without adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing until the correct sensor type was restored with no health impact. User support included guided troubleshooting and education to change the cgm selection back to g7 and to restart and pair the sensor. Investigation of this case revealed user selection of the incorrect cgm type, resulting in loss of cgm data to the ilet and subsequent dosing suspension, with successful resolution after reconfiguration and sensor pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.